Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after opening the sterilization packaging during the operation, it was found that the reservoir portion of the shunt valve was damaged. The device was replaced with an adjustable pressure valve. The patient's status was alive-no injury.

Manufacturer narrative:
The returned valve met the requirements for patency, valve flux, reflux, and siphon testing. The valve did not meet the requirements for leak, pressure/flow, or preimplantation testing. The valve did not meet the requirements for leak testing due to tears on the reservoir and the distal occluder. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿ proteinaceous debris was observed on the interior of the valve. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.